Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event associated with another manufacturer's device which has been received at (B)(6). (Abbvie ref (B)(4)). Healthcare professional reported "rupture" of a non-abbvie device. This record is for the left side. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).